Event description:
Event description boston scientific crm recieved information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d), which is included in an advisory population, expired for unspecified cause. The family of the patient has retained legal counsel and filed a lawsuit.

Manufacturer narrative:
Not returned. Event conclusion as of this report, the device has not been returned for analysis. There is no additional information related to this event. We will continue to investigate the complaint, and if additional information becomes available, the event will be reopened. On june 17, 2005, guidant (now boston scientific) issued a physician communication regarding deterioration in a wire insulator within the lead connector block that may, with other factors, result in an electrical short circuit. Manufacturing changes to prevent this failure were made in august, 2004. This device was manufactured before august, 2004 and is included in this population. We do not have sufficient information to determine that this device behaved in the manner described in the advisory.